Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a power supply failure. It was reported that the device self activated without user input, the device showed out of specification values or results, and had a functional issue with the bipolar port. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit's autobipolar 20 watts was selected in auto mode and when the bipolar leads were shorted together then separated, the activation did not stop. There was no patient injury.